Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated completely out of uterus and up in distal area of my tubes') and pelvic pain ('chronic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("sharp gas pain"), diffuse alopecia ("hair loss/telogen effluvium"), urticaria ("hives"), alopecia ("hair loss"), fatigue ("fatigue") and pain ("aches"). The patient was treated with surgery (tvh, bilateral salpingectomy, removed of my tubes and coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and flatulence outcome was unknown, the diffuse alopecia, urticaria, fatigue and pain had resolved and the alopecia was resolving. The reporter considered alopecia, device dislocation, diffuse alopecia, fatigue, flatulence, pain, pelvic pain and urticaria to be related to essure. The reporter commented: 9 coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils migrated completely out of uterus.. Ultrasound scan vagina - on an unknown date: coils were in my tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: this case is marked for deletion under bayer database system. All the information this case is transferred to case no- (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated completely out of uterus and up in distal area of my tubes') and pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("sharp gas pain"), diffuse alopecia ("hair loss/telogen effuvium"), urticaria ("hives") and alopecia ("hair loss"). The patient was treated with surgery (tvh, bilateral salpingectomy, removed of my tubes and coils). Essure was removed on 3-feb-2014. At the time of the report, the device dislocation, pelvic pain and flatulence outcome was unknown, the diffuse alopecia and urticaria had resolved and the alopecia was resolving. The reporter considered alopecia, device dislocation, diffuse alopecia, flatulence, pelvic pain and urticaria to be related to essure. The reporter commented: 9 coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils migrated completely out of uterus.. Ultrasound scan vagina - on an unknown date: coils were in my tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Reporter information, essure removal date, concomitant drug were added. Amendment: the report was also amended for the following reason: cases 2019-224071, 2019-225733, 2019-226787, 2019-231073 and 2019-231968 were duplicated of each other. This was a retention case-2019-219752. All the information from case 2019-226787, 2019-231073, 2019-225733, 2019-231968, 2019-224071 was transferred to this case. Legacy device report num- 2951250-2019-14707 for duplicate deletion case 2019-225733. Legacy device report num- 2951250-2019-13755 for duplicate deletion case 2019-226787. Legacy device report num- 2951250-2019-14268 for duplicate deletion case 2019-231073. Legacy device report num- 2951250-2019-14668 for duplicate deletion case 2019-231968. Legacy device report num- 2951250-2019-13552 for duplicate deletion case 2019-224071. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("sharp gas pain"), diffuse alopecia ("hair loss/telogen effuvium") and urticaria ("hives"). The patient was treated with surgery (tvh). Essure was removed. At the time of the report, the pelvic pain and flatulence outcome was unknown and the diffuse alopecia and urticaria had resolved. The reporter considered diffuse alopecia, flatulence, pelvic pain and urticaria to be related to essure. The reporter commented: 9 coils removed. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, flatulence, alopecia, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events added- diffuse alopecia and urticaria. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("sharp gas pain"). The patient was treated with surgery (tvh). Essure was removed. At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. The reporter commented: 9 coils removed. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain and flatulence. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. This case was upgraded to incident from other event. On 2-dec-2019: social media received. Reporter information was added. On 2-dec-2019: social media received. Reporter information was added. On 2-dec-2019: social media received. Reporter information was added. On 2-dec-2019: social media received. Reporter information was added. On 26-nov-2019: initial, fu 1, fu 2, fu 3, fu 4, fu 5 and fu 6 were processed together. Social media received. No new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.